Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the patient's trial procedure, the needle shredded one of the contacts from the lead and it was left inside the body. The physician was not able to take out the contact since there was no midline incision.

Manufacturer narrative:
Additional information was received that the surgeon was able to remove the dislodged contact from the patient¿s body.

Event description:
A report was received that during the patient's trial procedure, the needle shredded one of the contacts from the lead and it was left inside the body. The physician was not able to take out the contact since there was no midline incision.